Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardiac monitor exhibited a diagnostics anomaly. The device gave an incorrect battery longevity display due to the device being subject to cold weather prior to implant. No device intervention was performed. No patient symptoms were reported. Patient will continue to be monitored.